Manufacturer narrative:
Date of event: estimated based on aware date as event date was not provided.

Event description:
It was reported that device entanglement occurred. The 50% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal circumflex artery. An opticross imaging catheter was advanced, with no friction noted, over the 0.014 samurai guide wire for ultrasound examination of the target lesion. When the physician started to remove the opticross catheter from the vessel, the samurai wire got stuck at the wire exit port of the catheter. The devices were gently removed as one unit and, since the physician had the desired imaging, no additional devices were needed to complete the procedure. There were no patient complications. The guidewire was able to be removed from the catheter outside the patient.